Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, h3. . Investigation and conclusion 1. Event description: it was reported that there was a revision of a metal on metal prosthesis due to metallosis on (B)(6) 2021. No delay in the procedure. Harm: s3 - metallosis. Hazardous situation: fragments of an implant and/or bone are generated in vivo. 2. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - patient data: it was reported that there was no contributing conditions related to the event. 3. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR / ncr review: review of the device history records identified no deviations (ncr) or anomalies during manufacturing. - surgical technique: it was reported that the surgical technique for the product was utilized. 5. Conclusion: no further investigation required as this issue is known and addressed in (B)(4). (Error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Additional information was received on sep 28, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10- medical product: metasul ldh, head, 46, code l, taper 18/20; item# : 0100181460; lot# : 2437111 . Therapy date: (B)(6) 2021 the manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4)..

Event description:
It was reported that the patient was implanted on unknown side and underwent a revision surgery due to metallosis.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted on unknown side and underwent a revision surgery due to metallosis.